Event description:
It was reported that the device was implanted in 2008. Approximately 4 days post-op, one week later, the device was revised because the baseplate and glenosphere had separated.

Manufacturer narrative:
This report will be amended when our investigation is complete.